Event description:
It was reported that this right atria (ra) lead dislodged one day after implant. Subsequently, this patient underwent a revision procedure, and this lead was successfully repositioned. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.